Event description:
It was reported that this patient admitted to the hospital. The cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on the right ventricular (rv) channel, due to small amplitude. The clinic reported doing provocative maneuvers' and were unable to reproduce the noise. No oversensing of noise. A technical service (ts) consultant reviewed device data and recommended performing x-ray imaging. The device remains implanted. No adverse patient effects were reported. Additional information was received that x-ray imaging did not reveal any visible impairment of the electrodes. The device was programmed to monitor only, and the patient was discharged home. Engineer analysis of device data revealed noise due to small amplitude with loss of rv intrinsic amplitude. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.